Event description:
As reported to coloplast though not verified, patient was implanted with the aris mesh on (B)(6) 2006. Later patient experienced erosion, extrusion, infection, pain, urinary and bowel problems, dyspareunia, bleeding, vaginal scarring. Revision surgery was performed on (B)(4) 2012.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.